Event description:
A test subject provided an oral fluid sample with the collection device for insurance purposes in 2001. The collection administrator provided the collection device to the test subject. The test subject proceeded to place the device in pt's mouth between the lower cheek and gumline. After rubbing it back and forth until the collection pad was moist, the subject left the pad stationary in pt's mouth for three minutes. After the three minutes, pt removed the device and placed it in the specimen vial. The collection was performed according to the product insert. At the time of the collection, the test subject did not have a complaint. The next day, the family member of the test subject reported the complaint of hives to the user facility. The family member also informed the user facility for medical attention. A list of the ingredients was supplied to the test subject by the user facility. The MFR have made repeated attempts for further information from both the user facility and the test subject. At this time co's requests have not been answered.